Event description:
It was reported the pt was experiencing a shocking or jolting sensation when the stimulation device was turned on. The symptoms began "last winter" and have gotten progressively worse. The shocking was felt at the ins location. The pt was seen in the clinic and was in good condition. The programming on lead two was eliminated and the shocking sensation was alleviated. Impedance readings were attempted. Results were not obtained as the current parameters could not yield accurate results and the pt was unable to tolerate testing at increased parameters. Group impedance testing was attempted. Group impedance values for lead one was 1158 ohms. Group impedance values for lead two were unable to be obtained. The following day impedance values were >4000 ohms. The pt was unable to tolerate testing at a higher amplitude. Testing at 1.5 volts was causing great discomfort. Additional info indicated x-rays did not reveal anything. The pt's physician is waiting for labwork (unspecified). Additional info has been requested.